Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent.

Event description:
Report was received from the USA stating that the device would not run unless attachment and the burr were locked in the device. It is unk if the device was used in surgery. No injuries or medical intervention were reported to have occurred. No additional info available.